Manufacturer narrative:
The cartridge was not returned for investigation. The lot was released for distribution having met all product design, quality and product released criteria. No defects were found during incoming inspection of this lot. A review of the lot history revealed no other events of this type have been received. . User facility report# (B)(4). Nxstage medical considers this report closed. No additional information will be provided. This report and the information contained herein is submitted to the food & drug administration under 21 cfr part 803 and represents the information available to the company at the time of the report. The report does not constitute an acknowledgement that the events herein occurred, the information is accurate in any respect, the company was negligent or responsible for wrongdoing, and it does not constitute an admission that the device is defective, or that the device malfunctioned or otherwise failed to perform in any manner, or that the device caused or contributed to an injury or death.

Event description:
A report was received on (B)(6) 2017 stating that a (B)(6) -year-old female patient was receiving crrt. When attempting to disconnect the crrt from the dialysis access, the center of the dialysis tube broke off inside the hub of the dialysis port. The port was removed and a new port was placed.